Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The patient's pump exchange and device evaluation was reported under medwatch MFR report # 2916596-2015-00351.

Event description:
Additional information was received from the (B)(4) registry stating: power surges, hemolysis symptoms. Additional information also included indicated: heart failure: yes. Intravenous anticoagulation: yes. Event confirmed: yes. Device malfunction: n.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for hemolysis. The lactate dehydrogenase (ldh) level elevated and did not decrease on heparin and integrelin. Power spikes were also reported. No alarms were noted. An echo was performed and appeared normal. A CT scan with contrast was performed and was inconclusive. The patient was discharged and was reported to be ''doing well.''

Manufacturer narrative:
The patient remained ongoing with the implanted device and no further issues were reported until 01/29/2015 when information was received from the implanting center health professionals that the hemolysis evolved into a clot. The device was exchanged and returned for evaluation. Please refer to MFR# 2916596-2015-00351 for the device evaluation results. The manufacturer is closing its file on this event.

Manufacturer narrative:
Age of device: 79 days. The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.